Manufacturer narrative:
The affected device was examined by the hospital technician onsite and a faulty ac/dc power supply unit of the device was identified as root cause of the reported event. Neither the log file of the affected device nor exchanged parts were available for the investigation at the manufacturer¿s site. Replacing the faulty ac/dc power supply reportedly remedied the issue and the device has been returned to use. In case of a power supply failure and a device shut down the airway system opens to allow the patient to breathe spontaneously. Furthermore, an acoustical alarm is generated for at least two minutes in order to alert the user of the situation. The device¿s power supply is designed and approved in accordance with ul94 and medical standard iec 60601. The device reacted as specified to a faulty component with an acoustical alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient, the device generated an alarm, power supply failure, and occurred to shut down. There were no patient health consequences reported.